Event description:
It was reported that the table went to trend while a patient was on the table with nobody holding the pendant. There was no injury or adverse consequence reported.

Manufacturer narrative:
It was reported that the table went to trend while a patient was on the table with nobody holding the pendant. There was no injury or adverse consequence reported. The investigation is ongoing and additional information regarding root cause will be sent in a supplemental report once the evaluation has been completed.